Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm19) were received while loading the cartridge and during pumping. Blood glucose (bg) was 400-506 mg/dl. The ketone was small-moderate and a healthcare provider identified them to be dangerous. Insulin pens and syringes were used to address elevated bg/ketones. The customer reverted to using manual injections for insulin therapy.